Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) and se 2367 (fail safe shut down) alarm occurred on the homechoice (hc) machine during use in dwell three of four. A baxter technical service representative (tsr) explained alarms and assisted the care giver (cg) to cycle the power to clear the alarms. The cg had left the final line clamp open. The tsr explained that supplies were compromised which would require starting therapy over with new supplies. The cg stated that the home patient (hp) would end therapy for the night. The tsr advised the cg to contact the hp pd nurse (pdn) within the next 24 hours to let pdn know about the issue. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of this issue. Per "the homechoice and homechoice pro apd systems patient at-home guide", users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide also instructs the user to close all clamps while preparing to load the disposable set. It also warns the user that a system error 2240 can be caused by unclamped, unused supply lines. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.